Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates.the device's air inlet path assembly needs to replaced to address the issue.